Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having sustained power and flow elevations. The patient's only reported symptom was dark urine. Log files confirmed elevated powers and flows. A computed tomography angiography (cta) scan was normal. Follow up log files displayed more elevations in power and flow on (B)(6) 2022 between 17:45 and 18:37. The elevations returned to baseline parameters for the remainder of the log. The patient was to undergo an echocardiogram (echo) and right heart catheterization (rhc). The patient's warfarin and acetylsalicylic acid (asa) were continued. The elevated powers and flows resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having sustained power and flow elevations. The patient's only reported symptom was dark urine. Log files confirmed elevated powers and flows. A computed tomography angiography (cta) scan was normal. Follow up log files displayed more elevations in power and flow on (B)(6) 2022 between 17:45 and 18:37. The elevations returned to baseline parameters for the remainder of the log. The patient was to undergo an echocardiogram (echo) and right heart catheterization (rhc). The patient's warfarin and acetylsalicylic acid (asa) were continued. The elevated powers and flows resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: elevated power and flow events were confirmed in the evaluation of the submitted log files; however, a specific cause for the events cannot be determined through this evaluation. The submitted log files captured eight elevated power events on (B)(6) 2022 between 17:45:42 and 18:37:58. The power elevated to as high as 10.0 watts and the estimated flow reached 12.0 lpm during this event. Prior to and after the elevated flow and power event, the pump appeared to function as intended and no other unusual alarms or events were captured. A specific cause for the changes in pump parameters could not be conclusively determined through this evaluation. Per the customer, a specific cause for the power and elevation was not determined, but the events did resolve. The patient¿s labs, lactate dehydrogenase (ldh, computed tomography angiography (cta), and right heart catheterization (rhc) were all normal. They are being continued on warfarin and full acetylsalicylic acid (asa). The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on (B)(6) 2017. The heartmate ii lvas instructions for use (IFU) (rev. C) provides an explanation of each of the pump parameters (including pump power and flow) in sections 1 "introduction" and 4 "system monitor". Section 1 (under "explanation of parameters") explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. In addition, device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. Section 4 ¿system monitor¿ cautions that no single parameter is a surrogate for monitoring the clinical status of the patient, and the changes in all parameters should be considered when assessing any clinical situation. Section 4 also addresses pi events as well as potential causes. Section 6 "patient care and management" (under "pump performance monitoring") addresses assessing pump flow and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Follow up log files revealed no further abnormal pump parameters.